Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked somewhere at or below the bottom "y port" at the most distal end of the tubing. This issue was identified during patient infusion with cytarabine via a peripherally inserted central catheter (PICC) line. The nurse noticed the patient's shirt was damp and that there was wetness on their gloves following the running medication. Chemotherapy was stopped and the patient was disconnected and instructed to change clothing and soak their clothing in hot soapy water and to use chlorohexidine wipes over their chest, PICC line including the dressing and lumens, and arm area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.